Event description:
It was reported that noise was observed via review of a stored egm. Aborted therapy was observed. The patient had also received a notification due to low impedance. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.